Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The balloon was not applying adequate pressure. The existing balloon was explanted and replaced. There were no further patient complications.